Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch meter was reverting to the setup mode and also reported a battery issue. The patient reported that the meter did not turn one day earlier at 2:00 pm. She then replaced the battery and it reverted to the setup on. Therefore, this occurred immediately after replacing the battery and both the issues were resolved. The patient also reported having blurred vision and feeling sweaty at the time of concern. She treated self with food and/or beverage. The patient did not receive/require any medical intervention. At the time of troubleshooting, it was also verified that there was no meter trauma and that the patient was using the correct test strips. The complaint is reported because the alleged the power and the meter reverting to setup mode issues (both issues were resolved). She also experienced symptoms of blurred vision and being sweaty; however, it is not known as to when these symptoms occurred in relation to the reported issues. She treated herself with food/beverage. Replacement products were sent to the lay user/patient.